Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 116-130mg/dl. The customer attempted to clear the occlusion alarms and the occlusion alarms continued leading the customer to revert to manual injections for insulin therapy. A system check was performed and the pump performed as intended.